Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging her nephew was unable to test his blood glucose because his onetouch ultra meter was in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 in the morning, the patient reported he was unable to test due to the alleged issue. The patient reported using oral medications including glyburide 10 mg and metformin 1000mg to manage his diabetes. The patient reported he normally tests his blood glucose 3 times a day, and they have been running high, in the "300 s mg/dl." The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 in the morning he developed symptoms of "panic, shaky and sweaty." The patient reported he ate a candy bar shortly after developing symptoms and his symptoms were relieved. At the time of troubleshooting, the cca documented that the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, developed symptoms suggestive of hypoglycemia, and require self treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.